Event description:
It was considered that phrenic nerve palsy (pnp) remained still at the time of discharge and the patient did not have an extended hospital stay due to the pnp.

Manufacturer narrative:
Product event summary: patient data file analysis was performed. The data files did not show any system notices on the reported date of event. The data files also showed at least eight injections were performed with catheter 2af284 / 17092-48. No product has been returned for investigation and this is a clinical issue encountered during the procedure. In conclusion, the phrenic nerve injury is a clinical issue encountered during the procedure. There was no indication of products malfunction and no product to be returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post cryoablation procedure, phrenic nerve palsy (pnp) was observed. Additional information confirmed that the pnp had not resolved. The procedure was completed with radiofrequency ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.